Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was fully retracted and showed no anomalies. Analysis did not identify any product abnormalities that may have caused or contributed to the reported event. Analysis was unable to confirm reported observations.

Event description:
Boston scientific received information that after the implant procedure was completed patient¿s blood pressure started to drop and experienced labored respiration. Echocardiogram performed and it was noted that this lead had perforated the right ventricular. Physician performed a pericardiocentesis to drain the blood and after that the entire system was explanted. No additional adverse patient effects were reported.